Event description:
It was reported by the customer that a pyxis medstation es system had device was not communicating. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer controller 2.2 was defective. The field service engineer replaced drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.